Event description:
It was reported that the joystick was smoking. In speaking with the reporter it was learned that was no injury or ill effect. At this time, the end user is not using this device since he has rented an alternative wheelchair. When additional information is received a follow up report will be filed.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gtq3-cg, serial number/date code (B)(4) is approximately 4 years, 3 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In speaking with the reporter, the consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.